Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a connection anomaly was confirmed in the laboratory. Visual inspection identified excess epoxy under the v is-1 set screw inside the rv connector block, which prevented the set screw from fully entering the connector block and securing the lead.

Event description:
It was reported that during an attempted implant, rv coil port would not securely tighten in the device header. The lead was able to be pulled out when tugged. The device was replaced.